Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that upon a device interrogation the message noted to check the left ventricular lead. The patient did reported stimulation and had their device reprogrammed the week before. The pacing impedances on this lead had been 1690 ohms at implant but had been gradually declining to 566 ohms.

Event description:
Boston scientific received information that during the implant procedure this left ventricular lead measured 2000 ohms. The lead was reconnected and tested and measured 1952 ohms. No adverse patient effects were reported.